Event description:
Additional information was received from clinical data review that a lead integrity alert was issued. Noise was not visible on the electrograms. Right ventricular (rv) lead bipolar impedance was out of range. Rv lead tip to coil impedance was normal but rv ring to coil was out of range. A lead fracture was suspected on the rv ring.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693158 lead implanted 2006-(B)(6).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds, high impedance, noise and oversensing. A lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.